Event description:
It was reported the patient developed a hematoma and was unable to feel his legs the day after his scs system was implanted. The patient was admitted to the hospital and on (B)(6) 2013 the hematoma was evacuated and his lead was removed from the epidural space. The patient was then able to regain movement in one leg. On (B)(6) 2013 the physician repositioned the lead and the patient reported effective stimulation coverage postoperative. The patient is to continue following-up with his physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.